Manufacturer narrative:
The lot release records were reviewed, and the product lot met all acceptance criteria. The device was returned for investigation, and corrosion was observed on the printed circuit board and commutator cap which resulted in a rotational sensor malfunction and alarm, indicating a rotational sensor maximum count was exceeded. The battery voltages were low because of the corrosion. The component corrosion is confirmed to be the cause of the event. The root cause of the internal corrosion could not be identified, as no internal leak or source of external fluid ingress could be identified. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 350 mg/dl between 4 and 24 hours of wearing the pod. The patient reported they are not sure the pod is working properly since they have been running above 300 mg/dl. The pod was removed from their leg, and a new pod was applied. It was reported that since the pod change their levels have decreased. The device investigation found corrosion on the printed circuit board.